Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic fundoplication, the needle disengaged from the device and the sutures broke after a few passes. The needle was retrieved from the patient cavity. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.